Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient was no longer receiving effective stimulation, and it was reported the stimulation was stopping after half an hour. The sjm representative met with the patient for reprogramming, however, the patient reported the stimulation was ineffective a few days after the appointment. An additional reprogramming attempt was made, but the patient had discomfort from the stimulation and inadequate pain relief. It was reported the stimulation could not be used. Follow up identified the sjm representative reprogrammed the system. It was reported the patient received effective stimulation with reprogramming.